Manufacturer narrative:
(B)(4) (exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 21sep2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
A customer device was returned to pentax medical on 06/sep/2018 for routine service. Inspection of the unit was performed on 07/sep/2018 where the quality control inspector found the following: elevator body sticking. Distal cap - fixed type failed epoxy seal integrity inspecti. Air/ water socket cylinder o-ring chipped. Forward body trim collar attaching nut worn/ loose thread. Up/ down angulation knob play. Passed wet leak test. Passed dry leak test. Fluid invasion not observed in control body. Fluid invasion not observed in pve connector. Sluggish air delivery function. Sluggish water delivery function. Customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user upon completion. Parts replaced: deflector operating wire. Distal case/cap. Fwd body trim cover attaching nut.